Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported no action was taken to specifically remedy the undersensing of the extravascular (ev) lead. However, detections were programmed of prior to the patient being transferred to another hospital. The patient received treatment for their electrolyte imbalance and the detections were programmed back on.

Event description:
It was reported that the day following the implant procedure the extravascular (ev) lead had undersensing which resulted in the extr avascular implantable cardioverter defibrillator (ev-ICD) failing to redetect and deliver a shock after it had provided anti-tachycardia pacing therapy for a fvt (fast ventricular tachycardia) episode. The patient was known to have end stage renal failure and a ve ry high potassium level and low blood sugar at the time of the event. There were other therapies delivered near the time of the fvt episode, but the patient resumed arrhythmia despite those successful therapies. It was also noted that the day after the patient's implant procedure the patient was placed on ECMO (extracorporeal membrane oxygenation) machine and intubated after crp (cardiopulmonary resuscitation) for 45 minutes. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD implant date: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.